Event description:
It was reported to technical services on 04/29/2011 that this device was not saving to disk using the paceart system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).